Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient had severe inflammation lasted about six weeks, for which he was prescribed antibiotics. On (B)(6) 2025 the patient was taking antibiotics. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.